Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead presented to the emergency room with palpitations. The device was interrogated where noise and oversensing as well as a drop in pace impedance measurements were seen. The system was reprogrammed to vvi and the patient was to follow up with their clinic in the future. There were no adverse patient effects reported. The lead remains in service.